Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-jan-2023. H6: investigation summary it was reported the needles were clogged. To aid in the investigation, six samples were provided to our quality team for investigation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Four samples expelled the solution with a normal flow. Two samples did not expel the solution; these needles are clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 2003405. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported is confirmed. H3 other text : see h10

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needles were clogged. There was no report of patient impact. The following information was provided by the initial reporter: bag of clogged needles.

Manufacturer narrative:
The following field corrected: it was reported the needles were clogged. To aid in the investigation, sixty-seven samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Sixty-four samples expelled the solution with a normal flow. Three samples did not expel the solution; these needles are clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 2003405. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported is confirmed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needles were clogged. There was no report of patient impact. The following information was provided by the initial reporter: bag of clogged needles.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needles were clogged. There was no report of patient impact. The following information was provided by the initial reporter: bag of clogged needles.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needles were clogged. There was no report of patient impact. The following information was provided by the initial reporter: bag of clogged needles.

Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history review could not be completed as no batch number was provided. Based on the limited investigation results, a cause for the reported incident could not be determined. H3 other text : see h10.